Manufacturer narrative:
One device was received for evaluation. Visual inspection found a torn dso seal and a damaged battery compartment. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the faulty remote dose connector was the root cause and was replaced. The dso seal was also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's remote pca dose failed to work or be recognized. There was no patient involvement.